Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10 mg/ml morphine at a dose of 0.52 mg/ml via an implantable pump for non-malignant pain. It was reported that the previous catheter was placed at t4/t5 and the hcp was unable to aspirate the catheter through the pump. The new catheter was placed at t10/t11. There was good cerebrospinal fluid (csf) flow from the new catheter. The old catheter remained implanted and not in use. There were no applicable environmental, patient, or external factors. The issue was resolved at the time of the report and the patient status was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the new catheter was placed on (B)(6) 2017. Note, this is conflicting with the previous report submitted on (B)(6) 2017 that indicated that the new catheter was already placed at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.